Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer removed the cannula with the infusion set attached. There was no damage noted to the cannula. The customer was to change the pump supplies. The customer's blood glucose level was 103 mg/dl.